Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure on (B)(6), 2010. According to the complainant, the patient experienced pelvic pain, leg pain, abdominal pain, urinary incontinence, recurring infections, inflammation, and dyspareunia (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.